Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter on "the blue part of the injector". No serious injury or medical intervention reported.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter on "the blue part of the injector". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, white powder was observed on the injector. The powder was evaluated through infrared (ir) spectroscopy and the main components were identified as ethylene distearate and ethylene-vinyl acetate copolymer. A substance which matched the composition of the foreign matter identified could not be found within the manufacturing facility. Phaseal products are manufactured within a clean area according to procedure. Before entering the clean area, personnel must wash and dry their hands, wear hair and beard covers, change into clean room shoes, and wear a clean room gown. No jewelry or makeup is allowed within the area. Fabric is anti-static to prevent the release of fibers. Cleaning of the assembly lines is performed according to procedure and preventive maintenance occurs once per week. A definite cause for the foreign matter could not be established. No non-conformances found during DHR review. New equipment (flow cabinet for visual inspections/re-process) and machines for capsulation have been installed in phaseal assembly and molding area. The brushes for cleaning have been changed for others that do not loose fibers. Clearance of the assembly lines is performed according to ph-006 and cleaning is performed according to ph-007. Preventive maintenance takes place once per week. No substance which matched the composition of the fm was identified. The following substances were discarded. Molding material for cylinder is abs (acrylonitrile butadiene styrene). Talc (silicate) is used during manufacturing process. Talc used is compliant with european, japanese and united states pharmacopeia. Cleaning of the lines is performed with isopropyl alcohol (microbiological control according to pl-037). It is difficult to link the information obtain with ir spectrum with other materials that hypothetically, could release white fm (see below). Please taking into account that other options were evaluated as well but a definitive root cause couldn't be established: tyvek used in packaging process meets FDA 21 cfr 177.1520 and 21 cfr 178.2010 and also 2002/72/ec according to sb1671. Please note that the fm was found after the use at the hospital. Even though the root cause was not established and the fm cannot be related to materials use during manufacturing process, note that a project related to the cleaning in the area was open in fy¿18 (#(B)(4)). The lot was manufactured before the implementation of the improvements (march 2018).

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes.

Event description:
It was reported that bd phaseal¿ injector luer lock n35j had foreign matter on "the blue part of the injector". No serious injury or medical intervention reported.